Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet with a g7 sensor, with a lowest blood glucose of 42 mg/dl following prior hyperglycemia up to 400 mg/dl, in the context of oral prednisone use and without access to synced device data at the time. Symptoms included weakness and sweating. Outcomes included correction with oral carbohydrates, including juice and syrup, without medical intervention or hospitalization. Investigation included case review and user education on hypoglycemia treatment and steroid-related glucose effects. Investigation of this case revealed no device alarms reported and no device malfunction identified, with the event attributed to hypoglycemia of unclear cause in the setting of concurrent steroid therapy and recent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.